Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that all conductors were distorted, the outer insulation had cosmetic environmental stress cracking, all insulators were breached cut and the lead appeared damaged at explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that all conductors were distorted, the outer insulation had cosmetic environmental stress cracking, all insulators were breached cut and the lead appeared damaged at implant.

Event description:
It was reported that the atrial lead had high thresholds. The lead was repositioned and left in use. It was further reported that during the atrial lead revision, the left ventricular lead was accidentally cut and when tested, they found that the lead pacing, impedance, and sensing measurements were not acceptable. The lead was removed and replaced. No patient complications have been reported as a result of this event.